Event description:
The following was reported to hamilton medical ag: while using this c1, the screen displayed technical event: 232001 and 233005, and an alarm went off. So he asked the local staff to repair this c1. No health consequences or impac.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: while using this c1, the screen displayed technical event: 232001 and 233005, and an alarm went off. So he asked the local staff to repair this c1. No health consequences or impact.